Event description:
It was reported that the user experienced prolonged pairing when starting a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet bionic pancreas, with intermittent communication between the sensor and the ilet consistent with signal loss to the ilet only; the issue aligned with a communication problem involving the antenna and electrical wireless component of the system. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.